Manufacturer narrative:
Customers issue could not be duplicated. The device temperature escalated after 1 minute to 84 degrees f. Also, bearings worn and polluted, nose bearings worn out, burr lock balls loose shaft worn out and motor did not passed the safety test. The components were replaced and the device was tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.